Manufacturer narrative:
This report is submitted on february 12, 2021. The device analysis report is attached.

Event description:
Per the clinic, the patient experienced a traffic accident and required an MRI for a back injury. The device was electively explanted on (B)(6) 2020. The patient was reimplanted with a new device.